Manufacturer narrative:
E1: (B)(6).

Event description:
Synergy china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2019, the subject presented with stable angina and myocardial infarction, and referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 33 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and followed by the placement of 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. There was no other action to treat the event. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the event was considered to be recovered/resolved.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital . E1: initial reporter phone: (B)(6). B2: outcomes attrib to adv event: added 'required intervention to prevent permanent impairment/damage'. B5: describe event or problem: updated to include new information obtained. H6: impact codes: added 'medication required' code. H6: evaluation method codes: added 'analysis of production records' h6: evaluation conclusion codes: updated from 'no problem detected' to 'known inherent risk of device'.

Event description:
Synergy china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2019, the subject presented with stable angina and myocardial infarction, and referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 33 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and followed by the placement of 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. There was no other action to treat the event. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the event was considered to be recovered/resolved. It was further reported that medication was given to treat this event.